Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the wash speed spinner was not rotating correctly. The cse replaced the wash speed spinner motor and adjusted its speed. During the follow-up visit the cse replaced the high speed spinner and shuttle idler wheel. The cse adjusted their speeds and verified the operations. The cse ran quality control, which was acceptable. The cause of the high speed error during running the patient samples was a malfunction of the wash spinner motor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of an immulite 1000 instrument obtained a high speed spinner error while testing intraoperative patient samples from one patient using the turbo intact parathyroid hormone (turbo ipth) method. The customer obtained the samples from a patient undergoing the surgery. The baseline sample was processed on immulite 1000 instrument. When the operator ran the second sample, the instrument produced a high speed spinner error. Samples from the patient were then sent to an alternate laboratory for the evaluation. The results obtained from the alternate laboratory were reported to the physician(s). The operator had arranged for stat testing of the samples and the surgery continued as planned and was completed on the same day. There are no known reports of patient intervention or adverse health consequences due to the samples being sent to an alternate laboratory for testing.